Manufacturer narrative:
A fluoroscopic image showed that the lead may have moved after the initial placement attempt. The boston scientific technical services department discussed that the initial lead placement may also have been in contact with non-conductive tissue. The physician elected to implant this rv lead. No adverse patient effects were reported as a result of this event. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that during implant of this transvenous right ventricular (rv) lead, a pacing impedance measurement of 2200 ohms was observed. This was noted after approximately 18 turns of the fixation helix were required to position the lead. The lead was repositioned, resulting in pacing impedance measurements from 950 ohms to 1030 ohms. Rv pacing thresholds and sensing measurements remained normal. The physician reportedly expressed concern over impedance measurements increased rapidly in short amount of time.